Event description:
It was reported that during a knee procedure using a super turbovac 90 icw wand, the faceplate detached from the wand tip while inside the surgical site. The detached piece was retrieved and the site was flushed to ensure no debris was left inside the pt. This event caused a surgical delay of 45 minutes. There were no pt complications reported as a result of this event.